Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that after 4 years of implantation, a leak was detected on the balloon. No other details were supplied.